Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white foreign material inside the air/water tube. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder had discoloration; the suction cylinder had discoloration; the grip had a scratch; the switch flexible printed circuit unit cover had discoloration due to water leakage; the control unit was dirty due to water leakage; the sheet holder unit had corrosion due to water leakage; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; the objective lens had a scratch; and the light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.